Event description:
It was reported that the site was having issues with the handheld and it would keep freezing on the interrogation successful screen. The site could fix the issue by re-seating the flashcard every time. The manufacturer has already identified that under certain type of conditions this screen freeze event can occur with the (B) (4) handheld computer. New handheld is being shipped to the site. Good faith attempts to obtain the old handheld back to manufacturer has been unsuccessful.